Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away due to pneumonia. Upon interrogation of this ICD post-mortem, the date and time in the device differed with that displayed on the programmer by four years. The technician interrogating the device synchronized the dates and times and; subsequently, it was noted that the ICD showed that it had reached elective replacement indicator (eri) three months prior to it being implanted. Previous device checks revealed no issues with this ICD.